Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 21mm valve, implanted for six (6) years and 11 months, underwent a valve-in-valve procedure due to stenosis. The tavr was performed with a sapien 3 ultra 23mm. The procedure went smoothly without complication.

Manufacturer narrative:
H11: corrected data: MFR #2015691-2022-04422 is a duplicate report and was already submitted under MFR #2015691-2022-03717.